Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) pressure does not increase, so it is outside the specified value.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the malfunction was due to a connector inside the compressor. The fse replaced the connector. The pressure was improved. The current status of the iabp is unknown. A supplemental report will be submitted if additional information is provided.